Event description:
It was reported that the right ventricular (rv) lead was revised due to high thresholds that started ten days after implant. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 implantable pacing lead 2013-(B)(6). (B)(4).